Event description:
It was reported by the customer that during using the cardiosave intra-aortic balloon pump (iabp) had an error, the system temperature was too high.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.due to character limitation e1 event site full name: (B)(6).

Manufacturer narrative:
Updated field: b4, d9, (g1(contact office, contact person ¿ mfg site), g3, g6, g7, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, health effect ¿ impact codes, investigation conclusions), h11. A getinge field service (fse) evaluated the unit for the reported malfunction. After testing, the fse determined that the valve group was leaking and required replacement. At this time, the customer has not requested for getinge to repair the unit for the reported malfunction. The iabp was returned to the customer. The unit cannot be used for clinical purposes. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.